Event description:
It was reported that there was a tear in the implant fabric. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up imaging procedure. The imaging showed that there was a tear in the implant fabric of the closure device. The physician kept the patient on their anticoagulation medication and scheduled a transesophageal echocardiogram (tee) imaging procedure at a later date. The patient did not experience any complications from this event.